Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The probe was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The returned probe is bent and twisted at the tip with impact marks at the back end. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the probe was bent. This was found post-operatively. No patient was present at the time of the event. Additional information was received. It was reported that the probe was bent post operative. It was not bent during the previous procedure. The cause was considered to be a strong force had been applied to the probe.